Event description:
A stryker micro drill was sent in for repairs for overheating during an ent procedure. No adverse consequence was associated with the event; the procedure was completed with another device.

Manufacturer narrative:
The device was returned for eval and the reported event was duplicated. Further investigation revealed corrosion within the motor and the bearings and other component parts. These parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.